Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported upon removal pieces of the tampon remained inside her. Manual removal was successful.